Manufacturer narrative:
Attempts to obtain additional information were made. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was unable to be interrogated with a programmer one day post implant. Boston scientific technical services (ts) confirmed that the correct device software was available on the programmer, however, continued attempts to interrogate the device were unsuccessful. No adverse patient effects were reported.